Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification and moderate tortuosity. The 2.0x38 mm xience sierra stent delivery system (sds) was advanced to the lesion and the stent was deployed; however, the balloon only partially deflated. The balloon was inflated 3-4 times to nominal pressure and negative pressure was held for more than 10 seconds. The contrast mix was 100% contrast. The stent remains implanted. A guide catheter extension that was already in the anatomy was advanced to help remove the delivery system. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
H6 medical device problem code: 2017 - contrast incorrect. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual, dimensional and functional inspection was performed on the returned device. The reported deflation problem was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and analysis of the returned device, the reported deflation problem appears to be related to the use error. Factors that may contribute to deflation problems include, but are not limited to, deflation technique, contrast concentration, contamination in the inflation lumen, damage to the guide wire and/or inflation lumen. It was reported that the contrast mix used was 100% contrast. The xience sierra, electronic instructions for use (elhr) states: use contrast diluted 1:1 with heparinized normal saline. In this case, it is likely the reported deflation problem was due to the use of 100% contrast during the procedure (use error). In addition, it was reported the balloon was inflated 3-4 times to nominal pressure and negative pressure was held for more than 10 seconds. It should be noted that the xience sierra, eifu states: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 ¿ 15 seconds longer. It is unknown if this IFU deviation directly caused or contributed to the reported event. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Medical device problem code 2017: failure to follow steps / instructions.